Manufacturer narrative:
A philips authorized repair facility technician (rft) performed diagnostic testing on the device speaker and confirmed that the device speaker was not producing audio when performing the startup test. The rft replaced the device speaker. The device was operational after repairs were completed and returned to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The speaker sound is really low on unit. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.